Event description:
As reported on a voluntary medwatch: our hospital is trialing a new percutaneous introducer. The primary usage of the percutaneous introducer is for the insertion, maintenance and discontinuation of a swan-ganz pulmonary artery catheter. Tonight, during a routine removal of a swan-ganz pulmonary artery catheter, (the staff) encountered a problem. The catheter was removed without incident. However, when (the staff) went to place the cap on the introducer, it did not fit correctly. Blood began to back flow out of the introducer. A 7 french slick was placed into the introducer to help prevent excessive blood loss. The slick was held in place until the company representative was able to come to the unit. The company rep said the error was an education error. The company provided minimal education on the product to medical and nursing staff. However, the potential for this to continue to happen is immense due to the design of the introducer. Competitor's place the one way valve in the introducer itself. This company places the valve in a small removal cap. The cap is threaded onto the introducer and has no markings that state it is the valve, that it is important, etc. The potential is also there for the patient to get an air embolus. Additionally, the locking mechanism for the swan-ganz catheter does not have any visual markers to let a nurse or physician know the swan-ganz is in locked position. The locking mechanism has to be physically tested with each check to ensure it is locked.

Manufacturer narrative:
No product was returned for evaluation. It was not possible to contact the hospital, as anonymity was requested. The event was clarified as much as possible through a telephone discussion with the FDA and communications with the product distributer, (B)(4). The event was also reviewed with the product evaluation subject matter expert. After review of the available information, it was concluded that a product malfunction did not occur; however, the use error could have led to an injury. The hub of the introducer is designed to allow for stabilization of the swan-ganz catheter in situ. This is accomplished with a rotating luer that when turned clockwise, will "lock" the swan-ganz catheter in place, and when turned counter-clockwise, will unlock the catheter. At the most counter-clockwise position (open), the rotating luer is held in place with a snap feature. The rotating luer is not "a small removal cap" as indicated by the customer; it is not intended to be removed from the sheath introducer, at all. The contamination shield attaches to the rotating luer of the introducer hub by way of snap tabs and interlocking grooves. It appears that the clinicians involved in the event reported, unscrewed the rotating luer to the extreme open position for removal of the swan-ganz and then pulled the contamination shield off together with the rotating luer when they discontinued the use of the swan-ganz catheter. It is not necessary to completely unscrew the rotating luer to advance or withdraw the catheter through the sheath; movement can be achieved with approximately ½ turn. When the clinician pulled the rotating luer off of the hub of the sheath, the ability to maintain hemostasis was lost. The instructions for use do recommend the insertion of an obturator when the swan-ganz is removed; however, blood loss will not occur when the rotating luer is completed closed (clockwise turning); hemostasis will be maintained. No product actions are indicated at this time. As it is not possible to respond to the customer directly, this information will be forwarded to (B)(4) for the purpose of customer education.